Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that four different left ventricular (lv) leads were attempted in the coronary sinus branch. Each lead would not stay in position while attempting to remove the delivery system. After multiple attempts with each lead, the physician chose to abandon transvenous placement and have an epicardial lead implanted at a later date. The lv lead port was plugged. No patient complications have been reported as a result of this event.